Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not go for confirmation test". The patient's concurrent conditions included morbid obesity, low blood pressure, foggy feeling in head, memory loss, nicotine dependence, smoker and perineal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain/ body pain"), incontinence ("incontinence"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/even month I would bleed for 3 weeks"), chronic fatigue syndrome ("autoimmune disorder/chronic fatigue syndrome/I become so tired its hard to work, drive or even take care of my family"), weight decreased ("weight loss"), arthralgia ("hips pain"), pain in extremity ("leg pain, thighs pain"), fatigue ("tired"), musculoskeletal pain ("shoulder pain"), back pain ("back pain") and dental caries ("dental issues/rotten teeth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, incontinence, depression, anxiety, dizziness, infection, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, weight decreased, fatigue and dental caries outcome was unknown and the pain, arthralgia, pain in extremity, musculoskeletal pain and back pain had not resolved. The reporter considered anxiety, arthralgia, back pain, chronic fatigue syndrome, dental caries, depression, dizziness, fatigue, genital haemorrhage, incontinence, infection, menorrhagia, musculoskeletal pain, pain, pain in extremity, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 156 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: new reporters and reporter information added. Plaintiff demography added. Plaintiff concurrent condition and laboratory data were added. Product indication added. Events: abnormal bleeding (vaginal, menorrhagia ), weight loss, fatigue, arthralgia, pain in extremities, shoulder pain, back pain, she did not go for confirmation test were added. Concomitant disease were added. Event autoimmune disorder updated to chronic fatigue syndrome. Event tooth disorder updated to dental carries . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 641436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not go for confirmation test". The patient's concurrent conditions included obesity, low blood pressure, foggy feeling in head, memory loss, nicotine dependence, smoker and perineal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain/ body pain"), incontinence ("incontinence"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/even month I would bleed for 3 weeks"), chronic fatigue syndrome ("autoimmune disorder/chronic fatigue syndrome/I become so tired its hard to work, drive or even take care of my family"), weight decreased ("weight loss"), arthralgia ("hips pain"), pain in extremity ("leg pain, thighs pain"), fatigue ("tired"), musculoskeletal pain ("shoulder pain"), back pain ("back pain") and dental caries ("dental issues/rotten teeth"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, incontinence, depression, anxiety, dizziness, infection, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, weight decreased, fatigue and dental caries outcome was unknown and the pain, arthralgia, pain in extremity, musculoskeletal pain and back pain had not resolved. The reporter considered anxiety, arthralgia, back pain, chronic fatigue syndrome, dental caries, depression, dizziness, fatigue, genital haemorrhage, incontinence, infection, menorrhagia, musculoskeletal pain, pain, pain in extremity, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 156 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pain ("pain"), incontinence ("incontinence"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), infection ("infections") and tooth disorder ("dental issues"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, autoimmune disorder, pain, incontinence, depression, anxiety, dizziness, infection and tooth disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dizziness, genital haemorrhage, incontinence, infection, pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.